Manufacturer narrative:
Date of implant is approximate, only the year is known.

Event description:
It was reported that the patient underwent a surgical procedure during which this artificial urinary sphincter (aus) was explanted and replaced due to recurring incontinence. All components of the existing aus were removed and a new device implanted. Upon inspection of the explanted cuff, the physician noticed it had a leak. There were no patient complications. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received.